Event description:
It was reported to philips that the live image was unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed the live image was unavailable. To resolve the issue, rse suggested shutdown and restart, which customer performed. Live imaging remained unavailable, control switching not possible. The trained personnel arrived, but another engineer took over, so rse support was no longer needed. The issue didn't return, the system worked fine. The codes were updated based on the investigation outcome.